Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved a primary plumset that had a leak of chemotherapy at the venting filter. The patient had been given premedication, rituximab, vincristine and when starting the infusion of adriamycin (red cytostatic), red drops began to flow through the venting filter. It was reported that the lid of the venting filter was closed. The tubing set was replaced. The customer reported that the treatment had been with a bag, not glass jar. There was no adverse event, although there was a delay in critical therapy reported.

Manufacturer narrative:
Initially it was reported that the device would be returned. No product samples, pictures, or videos were received for investigation and the reported filter leak was not confirmed by investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A batch record review was performed to lot# 916875h, list# 14240-9290 and no discrepancies that may have contributed to a complaint of this nature were found.